Event description:
A review of service data has detected a reportable event. Upon servicing of battery pack sn (B)(4), which was returned for normal maintenance, the battery was would not communicate with the monitor. The last pt to use this battery pack did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon eval contamination was discovered on the cells inside the battery pack. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated battery pack. The last pt to use this battery pack did not report any deficiencies.